Manufacturer narrative:
The reported event that the drill broke off could be confirmed. The visual inspection revealed that drill helix has been broken off near the shaft at the working area. The broken off fragment could be retrieved and was returned for investigation. Within the investigation it was determined that the fracture surface shows the appearance of a forced rupture resulting from torsional overload during application. Furthermore, the cutting edge shows the collision area where the drill collided against a hard object ¿ no bone. Thereby the cutting edge was damaged and destroyed. Moreover, secondary cracks are visible resulting from too high torsional and/or bending forces during application. An additionally performed hardness measurement confirmed that the hardness values of the drill meet the specification. Based on investigation the root cause of the drill breakage was attributed to a user related handling issue. The drill breakage was caused due to a collision and impact with a hard material (no bone) during application. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the drill broke off into the patient mandible intra-operatively. The broken piece was removed, and the surgery was completed successfully.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the drill broke off into the patient mandible intra-operatively. The broken piece was removed, and the surgery was completed successfully.